Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was diagnosed with peritonitis while hospitalized for diarrhea. It was not reported if the peritonitis event prolonged the hospitalization. Cause of peritonitis was unknown. The patient was treated for peritonitis with gentamicin intraperitoneally (ip) (dosage unknown, frequency not reported). The patient was not retrained on pd therapy. On a later date, the patient was discharged from the hospital. The patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available. This is report 3 of 4 for this event.

Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number h13d19031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).